Event description:
The customer reported that the lh750 hematology analyzer mis-read the first digit of a bar code label on one pt sample. The sample barcode (B)(4) was misread as (B)(4). The operator noticed the incorrect sample ID (identification) and corrected the ID number before sending pt results to the laboratory info system for release. There were no erroneous or mis-identified results reported outside of the laboratory. There were no reported changes to pt treatment associated with this event.

Manufacturer narrative:
This reportable event was identified during a retrospective review conducted for the period between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events. The customer barcode symbology was codabar with 11 characters. Barcode labels were requested but were not provided by the customer. The barcode checksum software algorithm for the lh750 analyzer was disabled on the customer's instrument. Per beckman coulter labeling, the use of bar code checksums is strongly recommended in order to provide automatic checks for read accuracy. A field service engineer was not dispatched for this event.